Event description:
It was reported, the patient is an oncology patient with poor peripheral vascular condition, requiring PICC puncture catheterization to meet the needs of intravenous therapy. A PICC catheter was placed on (B)(6) 2024 at 16:30, and was able to draw back blood after completion of catheterization, with greater resistance to flushing the catheter, and compression at the puncture point to stop the bleeding. The patient underwent an orthopantomogram of the chest in the morning of (B)(6) 2024, to determine that the tip of the catheter was located between the (B)(6) and (B)(6) ribs in the superior vena cava. The catheter was well positioned in the superior vena cava and was able to draw back blood during posterior maintenance of the catheter. There was still significant resistance to flushing the catheter, and the patency of the infusion was suboptimal after IV therapy was performed; the sedation clinic instructor was asked to assist in evaluating the catheter. After adjustment, the catheter was still not fluent, could not draw back blood, and there was great resistance to flushing the catheter. Considering the valve problem at the tip of the catheter, the PICC catheter was pulled out at (B)(6) on (B)(6). Evaluating the catheter, the catheter was placed in saline and still could not draw fluid, and there was high resistance when draining fluid, still considering the catheter tip valve problem. No other information was provided. Because the catheter cannot be used, the patient is placed a second time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.